Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. It was also reported that another alarm occurred; however, due to the pump being unresponsive, the type of alarm was unable to be confirmed. The customer reported a blood glucose (bg) level in the 200s (mg/dl). Insulin pens were used to address bg levels. It was indicated that insulin pens would be used for alternate therapy.

Manufacturer narrative:
The undefined alarm previously reported could not be confirmed.